Event description:
A laparoscopic tubal sterilization was being done using bipolar electro-surgical coagulation. The physician reportedly saw a small electrical arc as a fallopian tube was being grasped. Later examination found a minor burn to the broad ligament. There was no specific treatment done for the burned tissue and the pt had no post-operative problems. The user facility stated that a hole in the insulation on the bipolar forceps was noted following the procedure.